Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013, with the following findings: investigation revealed that the keypad was torn. All keypad buttons responded appropriately to button presses. The keypad was removed and there was evidence of contamination found under the contrast button. The ok button contact was observed to be inverted. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Initial reporter: (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed contamination under the contrast button, and the ok button contact was inverted. This report is made based on results of investigation completed on (B)(4) 2013.